Event description:
Caller reported experiencing a cartridge alarm 20 on multiple occasions. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer was instructed by technical support to use multiple daily injections as a backup therapy and was sent a replacement pump. The customer was guided on how to prepare and return the malfunctioning pump and was informed about programming and connecting their new pump.